Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number dint 14600. Reason for original complaint. Asr revision recommended - left hip. Claimsuite reference (B)(4). Primary surgeon: dr (B)(4). Primary surgery:(B)(6) hospital. Updated (B)(6) 2017: description of current symptoms / problem: "shooting pain in groin and when bending and when kneeling . Appears leg locks up and becomes unbalanced".

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint asr revision recommended - left hip. (B)(4). Primary surgeon: dr (B)(6). Primary surgery: (B)(6) hospital. Updated may 18, 2017: description of current symptoms / problem: "shooting pain in groin and when bending and when kneeling . Appears leg locks up and becomes unbalanced" the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.